Manufacturer narrative:
(B)(4). The device (a) was returned with the blade scratched and cracked. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. The batch history records were reviewed with no anomalies noted during the manufacturing process. The device (b) was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b additional information: batch # j9140z, expiration date: 04/2017, manufacturing date: 05/2012.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: did the tissue pad fall into the patient? Yes. Was the pad left inside the patient? No. Or was the pad retrieved? Retrieved. How was the pad retrieved? Removed through trocar. If converted to open, was the convert to open a direct result of the detached tissue pad and the need to retrieve the pad? Na. Did the titanium blade tip fall into the patient? No. Was the tip left inside the patient? No. Or was the blade tip retrieved? Na. How was the tip retrieved? Na. If converted to open, was the convert to open a direct result of the broken blade and the need to retrieve the blade tip? Na. Was there a solid tone prior to noticing the broken blade tip? Unk. Was there an error code produced prior to noticing the broken blade tip? Unk. Which error code? Na. Was there any contact with metal during activation of the device? Yes. Were there any transactions across staple lines? No. Were the troubleshooting techniques followed when the error code/sold tone was received? How was procedure completed? Describe how. Using a metal cup to do the colpotomy.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure there were four devices used during the case that had issues: with the first device, the tissue pad detached; they removed it through the trocar and proceeded with a second device. With the second device, the blade broke. With the third device, it would not activate. And with the fourth device, it would not assemble correctly. The surgeon then used a fifth device and completed the procedure. There was no patient consequence reported.